Event description:
It was reported that during a prostate procedure, after 40,000j, it was noticed that the saline bag that cools the fiber was clamped off as the nurse did not unclamp the saline bag prior to starting the case. The fiber was noted to be blacked and charred and subsequently the laser went into standby mode several times. Due to poor visualization and bleeding the physician completed the procedure by transurethral resection of the prostate (turp). The patient complained of abdominal pain post procedure. No further information was provided.